Event description:
Customer reported that in 2009 she received an ER-4 message on the display of her freestyle freedom lite blood glucose meter. She further reported that because of the error message she was unable to receive a blood glucose reading, self-administered too much insulin and subsequently experienced a loss of consciousness. Paramedics were called and they transported customer to a local healthcare facility where she was diagnosed with hypoglycemia. Customer noted she received treatment, but could not remember what treatment was rendered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The devices have been requested back for investigation. A final report will be submitted when the investigation is complete.